Event description:
On (B)(4) 2012, the patient awoke with a blood glucose reading of 423 mg/dl and symptoms described as 'feeling sick, fatigue, frequent urination, and thirst' after the subject pump lost power during the night. The patient reportedly slept through the replace battery alarms in the middle of the night. The patient took treatment with insulin via syringe. The alleged power issue was resolved after the patient replaced the battery. This complaint is being reported due to use error as the battery was not replaced when prompted. The patient eventually had symptoms suggestive of hyperglycemia after the subject pump lost power. There was no product malfunction involved with the reported incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation submitted (B)(4) 2013 follow-up #1: the device was returned to animas and evaluation was completed by product analysis on (B)(4) 2012 with the following findings: #1. The black box shows dates from (B)(4) 2012 to (B)(4) 2012. The black box for the complaint on (B)(4) 2012 has been overwritten and is no long available for review due to continued use of the pump: unable to duplicate complaint. The available alarm history and black box were reviewed and no errors or alarms associated with the complaint were observed. No unexplained power on resets were observed. The threads on the retuned battery cap were observed to be stripped. No damage observed to the battery compartment. A new test cap is able to fully tighten to the pump until resistance is met. Pump powers on with vibratory and audible sounds. No power interruptions occurred when the pump was exercised for 24 hours with a new test battery cap. Removal of the pump cover showed no damage to the internal components or moisture. The pump the pump passed a 29 hours flow test and was found to be delivering accurately and within the required specification.